Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported actuation failure of a vitrectomy probe occurred in two paks consecutively. The condition of aspiration was unknown during cataract/vitrectomy procedure. The procedure was completed after replacing the pak with another one. The involved eye and the patient identifier are not available. There was no patient harm. The used products were returned. This is one of the two reports.

Manufacturer narrative:
One opened probe was received, with a tip protector in a tray along with other items. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the inside and outside of the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming. Therefore, an actuation failure as described in the complaint was not confirmed. And a root cause cannot be determined, for the complaint as described by the customer. No action was taken, as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).